Event description:
The facility reported a colleague infusion pump with a reported problem of low battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a low battery was confirmed by baxter personnel during product evaluation. The root cause was not identified. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause of the reported condition was assigned to use/user error. The customer reported problem was failure code 570:320:844:0000 and not "low battery". However, failure code 570:320:844:0000 does indicate towards a low battery voltage (batteries discharged to a potentially damaging level).